Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was not provided. The customer's father received another error alarm during troubleshooting. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.